Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose levels exceeded typical levels, displaying "high," although the exact value was unspecified. The customer addressed the high blood glucose by administering a correction bolus via a pump. Reportedly, the customer changed the infusion set and cartridge, and resumed insulin delivery.